Manufacturer narrative:
The subject ltf-s190-5 was returned to olympus medial systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated even though the evaluation was conducted under following conditions. Omsc performed check combining the subject device and otv-s190 that were sent with the subject device from the facility. The bending section was angulated. The universal cord and the insertion tube of the subject device were twisted. The subject device was immersed in warm water. The subject device was run for a long time. And omsc checked the subject device as following. There was no abnormality of the exterior of the electrical contacts. The subject device passed an insulation test. The subject device passed a leakage test. There was no abnormality of the outside of the ccd (image) cable. There was a breakage in the shield wire of the switch control cable. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. There was the possibility that the reported error was attributed to the temporary communication failure due to a temporal short circuit between the broken shield wire of the switch control cable and the metal part or the electrical board inside the subject device. Furthermore, there was the possibility that the broken shield wire of the switch control cable was attributed to the excessive stress applied to the universal cord. There was a possibility that the subject device did not work temporarily due to static electricity or overcurrent. There was a possibility of temporary contact failure because foreign substance attached on the electrical contact of video connector. The instruction manual provide warnings and how to inspect the device. Warning do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector to the video system center completely by pushing the video connector until it clicks. Otherwise, faulty contact can result. Do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor. The damaged image sensor will display no image and make the distal end hot, which could cause operator and/or patient burns. Inspection confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Confirm that the wli and nbi endoscopic images do not momentarily disappear ordisplay any other irregularities.

Event description:
During the unspecified procedure with the ltf-s190-5, an error b30 which indicated "scope communication error" appeared on the monitor. The user replaced the subject ltf-s190-5 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.